Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# methre trident 0 deg constrained insert 22e; cat# 690-00-22e; lot# mnj4xm an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had a primary total hip in approximately 2005. She had several dislocations in 2015. She was scheduled for a revision (B)(6) 2015. Surgeon changed the head and converted her to a constrained liner. He noted trunion wear and some adverse soft tissue reaction. Her abductors were weakened. On (B)(6) she was revised for infection.